Event description:
It was reported that during an open colectomy procedure, the pin was placed closed, the handle fired. The device cut a full line and one fourth of the staples did not deploy. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.